Event description:
The customer contact reported no flow. The secondary tubing set was being used for piggyback delivery of an unspecified antibiotic. The customer contact reported the secondary solution did not flow after the secondary tubing set was connected to the distal y-site of the primary tubing set. It was reported that the primary delivery was "stopped" and the secondary delivery was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.